Event description:
Device malfunction: stent dislodged. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that, during an iliac stenting procedure, an omnilink 35 came off the balloon during advancement. There were 2 target lesions sites, the right external iliac and the left common iliac. The first stenting attempt was directed at the right distal external iliac and a contralateral approach was used. The prep procedure went well. After predilatation, the sheath pulled back and was not re-advanced over the horn. The physician attempted to advance the stent over the horn without the sheath in place for support and the stent came off the balloon in an undeployed state. The iliac bifurcation was described as being very tight and acutely angled. Next, the balloon was advanced to the stent, was dilated at 1 1/2 to 2 atm and was pulled back. This was repeated 3-4 times. The stent was then at the left common iliac (other target site) and the physician decided to implant the stent at that site, without problem. A self-expanding non-abbott stent was implanted in the right iliac target site using a sheath. There was no reported injury and no add'l info available.

Manufacturer narrative:
At explant, the ipj implant in 2nd ray was broken. The implant in 3rd ray was fine - doctor broke when removing it. Not sure which lot used in 2nd ray. No anomalies in DHR. Review of complaint database shows no other complaints for these lots. Last complaint for this part number rec'd in 2004. During conversation with doctor, he stated he did not believe the implant was faulty. He thought it more likely pt had stubbed foot due to her loss of sensation, resulting in implant damage labeling states product is not designed to withstand excessive forces. Lots: 1007773, expiration date: 2009.